Event description:
A customer reported that during a cataract extraction procedure, aspiration was not working properly. There was no patient harm reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The system did not aspirate properly and also generated a system message (sm)-footswitch failure: up-switch failure. The foot switch failure. The footswitch and footswitch cable were replaced. The system was then tested and met all product specifications. The re was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause could not determined. (B)(4).